Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was sent in for service due to an unspecific patient incident. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing 'unspecific patient incident' was not reproduced during evaluation. A review of the event history log was reviewed as a precaution. The device was not run on the date of event of 01/06/2022. The last ran infusion was on 06-10-21. "Air-in-line!" And "downstream occlusion!" Were found within the log on that date. The alarms are unable to be used to confirm the issue due to the events having true state of alarms. These were used to guide evaluation testing. A device history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. . Evaluation found no damage to door and tubing channel, the force sensor changes value when pressing on the pressure plate of the tubing guide, the device passed downstream occlusion ,air in line testing and flow accuracy verification testing with passing results recorded for tests ensuring the device alarmed for testing failures. The device was found to have no false alarms. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.